Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of an unspecified injury in a male pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info was received via medical records on (B)(4) 2009. On (B)(6) 2008, pt experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unk. F/u info was received on (B)(4) 2010 via medical records. On (B)(6) 2008, during a hematology/oncology visit, the pt was noted to have a severe neuropathy that was more prominent with his gait. The pt was losing his balance and also had numbness and tingling in his finger tips. His neurological findings started three to four weeks ago. On (B)(6) 2008, the pt was seen by a neurologist. The pt complained of tingling and numbness affecting his hands and feet beginning two months ago (approx (B)(6) 2008). The pt's legs felt weak and gave out at times and he complained of an electrical shock/buzzing-like sensation going through his arms and fingertips when he bends his head. The pt had a history of b12 deficiency (that had been corrected) and neuropathy with gait problems. The pt's clinical symptomatology and examination findings were compatible with peripheral neuropathy, posterior column involvement and some suggestion of myelopathy. On (B)(6) 2008, electrodiagnostic studies for the left upper and left lower extremity were within normal limits. On (B)(6) 2009, during a neurology visit, it was noted that a recent magnetic resonance imaging of the cervical spine and thoracic spine were normal. The pt's copper and ceruloplasmin were low and zinc was elevated. There was mention of the pt's history or poligrip use and how it apparently contained significant amounts of zinc. The pt was no longer using denture cream. The pt complained of nausea with copper supplements and was started on reglan. The pt still received weekly b12 injections and iron infusions. The pt was closely followed by a hematologist. Examination showed add'l findings of extremity discoloration, coldness, and clamminess. Sensory examination revealed position sense was impaired in lower extremity. Vibratory sensation was absent/decreased up to his hip. Microfilament and pinprick eval revealed almost anesthesia up to mid-calves and difficulty feeling it up to his almost mid-thigh...